Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have multiple indentations/burrs at the midpoint of both grip tips. The indentions are pretty deep so there could be potential for small fragments. No material was returned with the instrument. The grips were not found to be bent, and no additional damage was found at the distal end. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cadiere forceps instrument was found with chips on both sides of the instrument. The customer replaced the instrument with a backup. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no fragment that fell in the patient and no patient injury.